Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that all night the pump kept alarming power error detected. The customer was sitting down watching television and it kept alarming. She has been giving herself manual injections all the night due to the issue. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. It was not clear from the troubleshooting whether the alarm was resolved. The customer will monitor and call back if issues persist. The insulin pump will not be returned for analysis.